Event description:
Reportedly, 1 month after a gynecological procedure involving the use of dexon mesh, an infectious cyst was seen. The pt underwent a reoperation to remove cyst. No other info was provided.

Manufacturer narrative:
Device not returned.